Manufacturer narrative:
Initial.

Event description:
It was reported that a person using the ilet experienced prolonged hyperglycemia after announcing dinner as ¿more,¿ which was likely a double ¿usual¿ meal, and then announcing a subsequent lunch while glucose remained above 200 mg/dl, resulting in sustained high glucose; the highest continuous glucose monitor (cgm) value was 248 mg/dl, and the pump was synced during the call. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no hospitalization and glucose beginning to trend downward after counseling, with expectation of gradual resolution over time. Investigation included troubleshooting support and education regarding meal announcements and the impact of announcing meals while already hyperglycemic. Investigation of this case revealed that incorrect meal size selection and timing of meal announcements while already elevated contributed to extended hyperglycemia, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that user-related factors associated with meal announcement and carbohydrate estimation were the cause.